Event description:
It was reported that during a laparoscopic cholecystectomy procedure when the surgeon looked down the scope he saw a long thin plastic strip that was inside the trocar and was 2-2 1/2 inches long and bigger than a hair. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis with the piece.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the b5lt found that it was received with shaving material inside the sleeve cannula. Upon evaluation, damage inside the cannula was noted. It is possible that the shaving was produced by a medical device scraping the inside of the cannula.